Event description:
The device delaminated along the edge during a laparoscopic ventral hernia repair. The device was tacked in place. No adverse patient consequences were reported and the device remains implanted.